Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was programmed to tachy therapy off after implant due to an air bubble, which caused noise oversensing. One day after implant, the health care professional (hcp) contacted technical services (ts) in order to reactivate therapy for the patient. All vectors were analyzed and provocative maneuvers performed showing noise oversensing. The more suitable vector found was alternate and the physician was then guided on how to send the device data for analysis. The patient remains hospitalized in the meantime. The s-ICD remains in service. No additional adverse patient effects were reported.